Event description:
Additional information was received from a consumer and a manufacturer representative regarding the patient. It was reported that the manufacturer representative met with the patient on (B)(6) 2019 the manufacturer representative was unable to interrogate the implantable neurostimulator, and they attempted a jumpstart at that point in time; however, they were unable to establish a good connection. The recharger was stuck at the position device screen. The manufacturer representative could not exit or allow the device to time out. A hard reset of the recharger was performed to resolve the issue. The manufacturer representative had been charging with the patient for 30 minutes and the coupling on the recharger has decreased from 8 coupling bars to 6 and then to 4. They were still trying to charge from 0 to 25% charge. The manufacturer representative can feel the implantable neurostimulator in the pocket, and it is not tilted. The antenna locate feature indicated 56-76-78 and the middle number fluctuated between 76 and 78. The manufacturer representative then started a recharge session and a power on reset message displayed and was able to be bypassed. Following this, the recharger connected to the implantable neurostimulator with 8 coupling bars. The manufacturer representative was eventually able to establish a connection to charge the battery normally; however, the patient did not want to wait for the battery to completely charge and wanted to go home and charge her battery. They were going to continue recharging, but the patient was getting frustrated with the recharging process. The patient was able to establish connection for a regular charge. The patient was able to completely charge at home following the appointment on (B)(6) 2019. The cause of the initial difficulty charging around (B)(6) 2019 was unable to be determined. Repositioning for better connection was suggested to the patient to resolve the difficulties with recharging. Additional information was received from a consumer regarding the patient on (B)(6) 2019. It was reported that the patient was continuing to have recharging difficulties. They somehow got the implantable neurostimulator to recharge, but now the patient is having a hard time turning the stimulation back on. The patient encountered a power on reset message on the patient programmer. The patient was able to successfully able to clear the power on reset message and turn stimulation back on. As of (B)(6) 2019 the issue was resolved, and the patient was able to completely charge at home. The patient indicated that she had received a new recharging antenna about a year prior to the report. A replacement recharging antenna was requested for the patient; however, the wrong part was sent to the patient, so the patient never received a replacement recharging antenna; however, the recharging issues had been resolved as of (B)(6) 2019 there were no patient symptoms or complications reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome and spinal pain. It was reported that the patient had poor/no telemetry with recharging and poor communication. The patient stated that the device had been ¿difficult to charge¿ ever since they had an unrelated back surgery. The caller stated that it was ¿difficult to make contact¿ and they were now seeing the reposition antenna screen. The patient first saw the reposition antenna screen ¿yesterday or two days ago¿. It was indicated that the patient¿s last successful recharge was ¿a couple of months ago¿. The patient indicated that they had charged their ins ¿almost fully¿ and then turned stimulation off. It was reviewed that the battery still depletes if their stimulation is off. Patient services had them reposition the antenna over the ins and turn the antenna dial through all four positions. This did not resolve the issue. The patient was redirected to follow-up with their healthcare provider (hcp) to address the possible overdischarge. The patient was not able to communicate with their patient programmer. No symptoms were reported. The event occurred "probably in (B)(6) 2018". An email was sent a rep on the patient¿s behalf. No further complications were reported/anticipated.